Manufacturer narrative:
Catalog number, lot number, expiration date, other: UDI number: (B)(4). Manufacturing site: (B)(4). Manufacturing date: may 21, 2015. Expiry date: may 01, 2025. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant reported parts: proximal femoral nail anti-rotate (part 472.265s lot 9721651, quantity 1).

Manufacturer narrative:
Implants were implanted sometime in (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 08. June 16: additional information received via e-mail, the implants were implanted in (B)(6) 2016 and the patient had pain after 4 weeks post-operatively. The articles are still in the patient. The blade did not dynamise as it is designed to do, hence it almost entered intraarticular space. Information about patient not available. Clinical records at the moment are not available.

Manufacturer narrative:
Patient information is not available for reporting. Exact date of symptom onset is unknown. This report is for one (1) unknown pfna blade. Additional product codes for this report include hwc. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. At this time, an explant procedure has not been performed. The surgeon is pending results of CT imaging to determine the next course of action/intervention. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient presented with pain sometime after a proximal femoral nail antirotation (pfna) construct was implanted. The surgeon noted that the pfna blade had not dynamized once the femoral neck collapsed. As a result, the blade almost penetrated the patient¿s intra-articular space. A computed topography (CT) scan is being scheduled for the patient. Depending upon the results, further intervention will be considered. Concomitant medical device(s) reported: pfna nail (part/lot numbers unknown, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information 07 july 2016: per reporter, the surgical team considered explanting the nail but unfortunately, the patient was not or will not be fit to operate on, so it was decided not to operate and therefore, no implant will be receive back at this time.